Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the brachial artery. The 75% stenosed target lesion was severely calcified and moderately tortuous. This 12 mm x 4.00 mm nc quantum apex mr balloon catheter was advanced slightly proximal to the target lesion and inflation was performed to an unknown pressure / duration. Then, the nc quantum apex was advanced further and inflation was performed once again to an unknown pressure / inflation. Following the 3rd or 4th inflation, negative pressure was applied and it was noted that blood flew into the inflation device and a balloon rupture occurred. The nc quantum apex was removed outside the patient intact. The procedure was completed with another of the same nc quantum apex mr balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).